Event description:
The customer called lfs in 2001 alleging that the customer was getting the insert strip message. Per ccr, the following info was documented: customer stated that the customer sugar was "out of wack". "Unk" if there were any symptoms and also unk what the bg reading were. Customer did try retesting. "Doctor increased medication".